Manufacturer narrative:
(B)(4). The customer placed a service call to philips on the gemini gxl system. Philips field service engineer (fse) responded and inspected the ups unit and discovered faulty batteries. Ups supplier, on power systems, was contacted by philips fse to which they informed the batteries needed to be replaced. A local company, computer power systems, is contracted out to perform the actual battery replacement. On (B)(4) 2012, the philips fse met the service technician from computer power systems at the customer site and observed the battery replacement. During the replacement, the service technician from computer power systems, discovered battery acid powder residue from the damaged batteries. Protective gloves and extra precaution was used by the service technician to clean up the battery acid powder. The service technicians from computer power systems completed the battery replacement and properly disposed of the faulty batteries. The root cause is under investigation and a f/u report will be sent when the investigation is complete. Internal reference initial mail date: (B)(4) 2012.

Event description:
The customer reported to philips a musty odor emanating from the ups cabinet of the gemini gxl 6 pet/CT system. The system was not in clinical use at the time of the event.